Event description:
It was reported (B)(6) that a patient underwent a rotator cuff repair procedure using an unknown magnum 2 implant in the glenoid humeral joint. Allegedly, the anchor snapped and broke off inside the patients bone. A new anchor was used to complete the procedure. It is unknown if the new anchor was placed in the same bone hole or if a new bone had to be drilled. No patient complications were reported as a result of this event.

Manufacturer narrative:
The catalog, lot and serial numbers for the device was not available; therefore, no manufacturing or expiration date could be determined and no device history records could be reviewed.